Event description:
The bard max-core disposable biopsy instrument would not fire properly during the case. When against tissue, will not take the proper bite when triggered/fired. This was during a transperineal prostate biopsy. A total of 4 were opened before one fired correctly. Manufacturer response for bard max-core disposable core biopsy instrument, max-core (per site reporter). Sales rep took remaining instruments off shelf and will be replacing with different lot number.